Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial exhibited insulation anomaly. The lead was capped and replaced on (B)(6) 2016. No patient symptoms or additional information was reported.

Manufacturer narrative:
A partial distal end of the lead measuring 40.8 cm was returned for analysis. The reported event of insulation anomaly was not confirmed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.